Manufacturer narrative:
Initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a leak was identified coming from the cassette door during use of a homechoice cassette for peritoneal dialysis therapy. It was further reported that cassette was cracked and the leak was found under the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5 and f10/h6: device codes. B5: remove reference to "cassette was cracked and". No crack was observed for this event. F10/h6: device codes: remove 1135. Should additional relevant information become available, a supplemental report will be submitted.